Manufacturer narrative:
Device evaluated by MFR: the visual inspection was performed and found that the device is peeled along the body at: 18.2cm to 21.2cm, 52.7cm to 55.2cm, 86.2cm to 88.6cm, 119.1cm to 121.5cm, 143.6cm to 145.3cm, all of them from the proximal end. The dowel test was performed and no anomalies were found. The ptfe was properly attached to the guidewire. All the measures taken are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that before a percutaneous coronary intervention (pci) guidewire breakage occurred. After opening the pt2 guidewire package, some difficulty to insert the wire was reported. When it was examined, it was found that the mid-part looked like as it was separated from the wire, or it seemed as a cutting off portion from the wire. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before a percutaneous coronary intervention (pci) guidewire breakage occurred. After opening the pt² guidewire package, some difficulty to insert the wire was reported. When it was examined, it was found that the mid-part looked like as it was separated from the wire, or it seemed as a cutting off portion from the wire. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is stable.